Event description:
The customer reported the system displayed intermittent blank images with maximum technique. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A cable and handswitch were replaced. The system was then found to be working as intended.